Event description:
Per the physician, the patient¿s fixture failed to osseointegrate. The patient developed a granulation and inferior area around the site of the implant. Reimplantation is planned but had not taken place at the time of this report in 2009.